Event description:
It was reported that the lead impedance was > 2000 ohms and that the patient's pacing thresholds had increased. The patient had been in two car accidents recently, and he hit the steering wheel with his chest. The lead was capped. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the lead impedance was greater than 2000 ohms, and the patient's pacing thresholds had increased. The patient had been in two car accidents recently, and he hit the steering wheel with his chest. The lead was capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Evaluation summary: the actual device was not received for evaluation. It was incorrectly stated in the first submitted medwatch report that the device was returned. However, we did receive performance data collected from the device. Analysis of this data indicates high impedance. It was reported that the lead impedance was greater than 2000 ohms, and the patient's pacing thresholds had increased. The patient had been in two car accidents recently, and he hit the steering wheel with his chest. The lead was capped. No further patient complications have been reported as a result of this event. Device was out of specification in a manner that relates to event impedance, high high threshold.